Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a corneal abrasion in the right eye after (prk) photorefractive keratectomy enhancement. Patient had a bandaged contact lens placed and started antibiotic drops. The bandaged contact lens was removed and the abrasion has resolved.